Event description:
A piece of glass coming from the sterilisable handle of an integrated camera of the surgical light system fell down during a surgical procedure. The hospital did not report any injuries. (B) (4). (B) (4).

Manufacturer narrative:
A maquet service tech evaluated the broken handle and repaired the device. Based on the visual examination, the sterilizable handle became damaged after multiple reuse and sterilizable cycles. The sterilizable handle condition is to be verified before use by the medical staff, as described in the xten user manual (B) (4): "before reusing the handle after it has been sterilized, always check for cracks". Maquet inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.